Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment and patient outcome were not reported. It was reported that pd therapy would be switched to hemodialysis. No additional information is available.

Manufacturer narrative:
Additional information: a3, b2, b3, b5, b6, b7, d10 and h6 b5: upon follow-up, it was reported that the cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain. It was reported the patient presented to the hospital for abdominal pain and was subsequently hospitalized. A day after admission, the patient was treated with rocephin (intravenous) for bacterial peritonitis. At the time of this report, the patient improved, was recovering from peritonitis and was discharged from the hospital (16 days after admission). Should additional relevant information become available, a supplemental report will be submitted.